Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff was torn. The sample appeared to be used as there was biological material present on the device. No other defects or anomalies were observed. Functional inspection could not be performed based upon the condition of the sample received; however, the et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from the ruptured cuff. No other leaks were detected. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. (Con't) other remarks: the tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide and effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff ruptured" during use was confirmed based upon the sample received. The returned et tube was confirmed to have a torn cuff. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the cuff ruptured during use on a patient. A new device was used. No health injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the cuff ruptured during use on a patient. A new device was used. No health injury reported.